Event description:
It was reported that, "the drills seem blunt and won't bite into very dense subchondral bone; therefore, you are pushing quite hard on it to drill which causes the drill bit to heat up and possibly bend and also expand inside the drill guide and jam. This caused the handle and guide to spin on the drill and hit me in the arm. The drill bit was excessively burred after we used a mallet to remove it from the guide. Another drill bit the same size was sourced from a different system and was used on the opposite side (bilateral op) and it drilled perfectly." "The distal tip of the drill bits were on the outer diameter of the drill bit where as the stryker one is in the centre of the drill bit meaning that if you cannot push the drill through the outer cortex of the bone that the drill will not bite."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-00888.